Manufacturer narrative:
D3 manufacturer fax was added as it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was use related to patient movement as the issue occurred after patient was moved / turned in bed.

Manufacturer narrative:
This is one of two related reports. This report represents the first impella cp and another report was submitted to represent the second impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The following day, the patient arrived from an outside hospital (osh). Positioning and waveforms were appropriate. After the patient was moved/turned in bed, the impella position in aorta alarmed. Multiple attempts to reposition under echocardiogram were unsuccessful. The impella was removed with continuation of therapy to another impella cp. The post-procedure outcome is survived at explant. The impella functioned at auto at 3.5lmin as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.